Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they received an uncommanded bolus from their controller. In addition the patient reports their controller has a crack on the screen. The patients reported blood glucose level had decreased to 44 mg/dl.